Event description:
Reporter indicated that vns pt was explanted due to infection. It was reported that the pt developed a chronic infection post-implant. At follow-up visit 13 days post-implant, there was some drainage at both the chest and neck sites. Antibiotics were prescribed at that time. The pt was seen for follow-up again approximately one month later, at which time there was some wound dehiscence present, but the site was reportedly negative for staph. Treating neurosurgeon placed additional stitches in the areas of wound dehiscence. Approximately two weeks later, the pt was seen again for follow up, at which time treating neurosurgeon confirmed the presence of infection. Both the generator and lead (including electrodes) were explanted. It was reported that there was a great deal of scar tissue present in addition to the infection and that the explant procedure was very difficult. There are no plans to reimplant. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.